Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported a blood glucose value of 475 mg/dl. Customer addressed bg with manual injection of insulin and reverted to an alternate method of insulin therapy.